Manufacturer narrative:
(B)(4). The reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were removed and lab capacitors were attached. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Event description:
It was reported that an alert for charge time limit reached was observed through merlin.net transmission. Patient was called in clinic to perform manual capacitor maintenance and charge time-out was again noted. Patient's condition was stable. Device was explanted and replaced. Patient is doing well.